Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel dxc 600 pro synchron clinical systems. The results were reported out of the lab. Upon repeat testing on a different instrument na results were 5-8 mmol/l higher than the original results. Amended reports were issued. Actual results were not supplied. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The ise system is calibrated every 24 hours and qc is run at that time. Qc ise results have consistently been within the lab's established ranges. Customer is using the twice-weekly flow cell maintenance procedure; however, a different cleaning solution was used by the customer. Customer was advised to use the solution recommended by beckman coulter (bci). Bci technical support personnel have decontaminated the ise system and replaced multiple hardware components. The ise is being monitored closely by the customer and bci technical support. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.